Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the affiliate that the tl90 instrument had a broken handle and a cdh33 would not staple (no other info is known). Another instrument was used to complete the case. There was no consequence to the pt.